Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Concomitant medical products: product ID 5076-45, serial# (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited decreasing pacing impedance over the last couple months. The physician elected not to take any action because the device was stable and the patient was not stable enough to go through a procedure. The issue was thought to be due to metabolic/electrolyte issues with the patient. The leads remain in use. No patient complications have been reported as a result of this event.